Event description:
A report was rec'd that states that the inflation line detached from the tracheostomy tube after 7 to 8 days in situ. There was no report of incident related medical sequelae.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a f/u report detailing the results of the evaluation once it is completed.